Event description:
Information received from the article: sebastien bommart, et al. Transarterial ethylene vinyl alcohol copolymer visualization and penetration after embolization of life-threatening hemoptysis: technical and clinical outcomes. Published online: 8 september 2011. Cardiovasc intervent radiol (2012) 35:668-675 doi 10.1007/s00270-011-0270-3. The following report was received by medtronic (covidien) through review of literature: the series included fifteen patients (mean age, 62.9 (range, 24 to 82 years) who were referred for life-threatening hemoptysis (27 month period) and underwent branchial artery embolization (bae) using ethylene vinyl alcohol copolymer (evac). One patient experienced a vasospasm (due to rapid dmso injection). Another pedicle was embolized for this patient without recurrence of bleeding.

Manufacturer narrative:
Http://link.springer.com/article/10.1007/s00270-011-0270-3. The onyx were not returned for analysis as they consumed in the events; therefore the event causes could not be determined. The lot history record review was not possible since the lot number was not reported. Note: the IFU indicates to inject onyx les and dmso at a slow, steady rate, not to exceed 0.3 ml/minute. (B)(4).